Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient also experienced a left pleural effusion. The patient received intravenous medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the left ventricular (lv) lead, the patient experienced a left hemothorax. The hemoglobin levels decreased after several punctions and respiratory instability was observed. An electrocardiogram (ECG) indicated abnormal left bundle branch block with no cardiac resynchronization therapy (crt) response. The patient hospitalization was prolonged and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated a computerized tomography (CT).scan found there was a seropneumothorax left with ventricular pneumothorax. The patient's intravenous medication was discontinued approximately one week following the event. No further patient complications have been reported as a result of this event.